Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father called to report issues with the insulin pump. Customer's father stated that the pump is not alarming as designed and may be broken. Customer's blood glucose levels were not included in the report. Product is not being replaced.